Event description:
During a navigated cranial cavernoma procedure the surgeon alleged that the navigation system was inaccurate by 1cm in depth and 2cm in the posterior direction. The corona radiata was affected and the patient subsequently experienced hemiplegia. The surgeon saw in situ with the pointer that there was no lesion, although based on the navigation data the pointer should have been at the lesion. At this point the surgeon discontinued use of the stealthstation navigation system and completed the procedure without navigation. The surgeon made a coronal suture and it is reported that the patient has recovered partially.

Manufacturer narrative:
(B)(4). Patient is reported to have hemiplegia and recovered partially to date. A full navigation system checkout was performed, including accuracy tests conducted with an MRI pegboard and scan phantoms. All tests were successful. Unable to duplicated alleged inaccuracy.

Event description:
A site representative reported that, while in procedure, the surgeon expressed a concern regarding the navigation system accuracy being 1cm deeper and 2cm posterior. The surgeon opted to complete the procedure without the use of the navigation system. No further details of the procedure or the patient outcome were provided.

Manufacturer narrative:
No information as details of the type of surgery, the patient experience or outcome have not been provided. There was no medtronic representative present.no parts have been returned to manufacturer for analysis.